Event description:
Patient reported right side "rupture leaking", ¿very swollen like 2 times the size its supposed to be, a lot of fluid on top of my right breast¿, ¿they can see fluid¿, "hurts", and "got firm". Patient also reported "when I eat I get sharp pain", "pain all the time in my back", "arm was hurting me", there was also something wrong with my throat", "a few years ago I fell and broke my back", "hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder", "I am so tired now, no energy whatsoever", "had a blood infection", "been depressed", and are all not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture leaking", ¿very swollen like 2 times the size its supposed to be, a lot of fluid on top of my right breast¿, ¿they can see fluid¿, "hurts", and "got firm". Patient also reported "when I eat I get sharp pain", "pain all the time in my back", "arm was hurting me", there was also something wrong with my throat", "a few years ago I fell and broke my back", "hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder", "I am so tired now, no energy whatsoever", "had a blood infection", "been depressed", and are all not device related. Healthcare professional later reported capsular contracture, baker grade unknown and confirmed rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed: a.4, b.5, d.3, g.1, h.6

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Infection: unable to observe, since it is a medical event. And is not related to the device. Seroma: unable to observe, since it is a medical event. And is not related to the device. Pain: unable to observe, since it is a medical event. And is not related to the device. Varied injuries: unable to observe, since it is a medical event. And is not related to the device. Visibility/ palpability: unable to observe, since it is a medical event. And is not related to the device. Depression: unable to observe, since it is a medical event. And is not related to the device. Cancer: unable to observe, since it is a medical event. And is not related to the device. Fatigue: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particles, wear abrasion deformation and crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side "rupture leaking". ¿very swollen like 2 times the size its supposed to be, a lot of fluid on top of my right breast¿. ¿they can see fluid¿, "hurts", and "got firm". Patient also reported, "when I eat, I get sharp pain". "Pain all the time in my back", "arm was hurting me". There was also, something wrong with my throat". "A few years ago, I fell and broke my back". "Hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder". "I am so tired now, no energy whatsoever". "Had a blood infection", "been depressed". And are all not device related. Healthcare professional, later reported, capsular contracture, baker grade unknown. And confirmed, rupture. Device has been explanted.

Event description:
Patient reported, right side "rupture leaking". ¿very swollen like 2 times the size its supposed to be, a lot of fluid on top of my right breast¿, ¿they can see fluid¿, "hurts", and "got firm". Patient also reported, "when I eat I, get sharp pain", "pain all the time in my back", "arm was hurting me". There was also something wrong with my throat", "a few years ago I fell and broke my back". "Hair has been falling out", "have been having a lot of fog", "have history of cancer in bladder". "I am so tired now, no energy whatsoever", "had a blood infection", "been depressed" and are all not device related. Healthcare professional, later reported, capsular contracture, baker grade unknown. And confirmed, rupture. Device has been explanted.